Manufacturer narrative:
(B)(4) used as no term available for device operated within specification.

Event description:
Dexcom was made aware on 08/06/2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data was provided for evaluation. Loss of connection was confirmed. However, the device operated within specification. The root cause could not be determined.